Event description:
It was reported that the patients ipg stopped charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn per hospital policy.